Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint, concerns a (B)(6) female patient of unknown origin. Medical history and concomitant medications were not provided. The patient received human insulin (rdna origin) nph (humulin n) cartridge, 20 iu each morning and 10 iu each evening, unknown route of administration, for the treatment of diabetes, beginning on an unspecified date. On (B)(6) 2016, unknown time after starting human insulin nph therapy via humapen luxura hd, the patient started to lose weight and she noticed that human insulin nph was not having effect. Then, on (B)(6) 2016, the patient felt unwell and experienced high diabetes, which did not decrease even when insulin was applied. On the same day, the patient noticed that humapen luxura hd (batch number 1401g10) was not working, it got jammed and was not releasing insulin, therefore, the patient thought she was applying insulin but in fact she was not. Then, the reporter related the high diabetes, feeling unwell and weight loss to drug dose omission caused by device problem. It was reported that patient lost three kg in two days due to drug dose omission, which was considered as serious due to medically significant reasons by the company. No information regarding corrective treatments and laboratorial examinations was provided. According to reporter, the patient started to apply human insulin nph via syringe, therefore, she was recovered from drug dose omission but the outcome for weight loss, high diabetes and feeling unwell was not provided. The humapen luxura hd (batch number 1401g10) was associated with product complaint number (B)(4). It was reported that the patient reused needles, she used one needle per day. The status of human insulin nph therapy was unknown. The patient operated the device but it was unknown if she was trained. This device model was used for unknown period of time and the reported humapen luxura hd (batch number 1401g10) was used for approximately two months. The return status of the device was not provided. No assessment of relatedness was provided between the reported events and human insulin nph therapy, however, the reporter related the high diabetes, feeling unwell and weight loss to drug dose omission caused by device problem. Update 22dec2016: additional information received on 21dec2016 from the initial reporting consumer was processed within the initial report. Update 23dec2016: no new medically significant information was received from call center on 22dec2016. Added in narrative product complaint number associated with humapen luxura hd.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 17jan2017 in describe event or problem. No further follow up is planned. Evaluation summary a female patient reported that her humapen luxura hd device jammed and was not releasing insulin. The patient experienced weight loss and a non-serious event of increased blood glucose. The device was not returned for investigation (batch (B)(4), manufactured january 2014). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical trends with regard to dose accuracy. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is evidence of improper use. The patient reused needles. It is unknown if the needle reuse is relevant to the weight loss, but may be relevant to the increased blood glucose.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint, concerns a (B)(6) female patient of unknown origin. Medical history and concomitant medications were not provided. The patient received human insulin (rdna origin) nph (humulin n) cartridge, 20 iu each morning and 10 iu each evening, unknown route of administration, for the treatment of diabetes, beginning on an unspecified date. On (B)(6) 2016, unknown time after starting human insulin nph therapy via humapen luxura hd, the patient started to lose weight and she noticed that human insulin nph was not having effect. Then, on (B)(6) 2016, the patient felt unwell and experienced high diabetes, which did not decrease even when insulin was applied. On the same day, the patient noticed that humapen luxura hd (batch number (B)(4)) was not working, it got jammed and was not releasing insulin, therefore, the patient thought she was applying insulin but in fact she was not. Then, the reporter related the high diabetes, feeling unwell and weight loss to drug dose omission caused by device problem. It was reported that patient lost three kg in two days due to drug dose omission, which was considered as serious due to medically significant reasons by the company. No information regarding corrective treatments and laboratorial examinations was provided. According to reporter, the patient started to apply human insulin nph via syringe, therefore, she was recovered from drug dose omission but the outcome for weight loss, high diabetes and feeling unwell was not provided. The humapen luxura hd (batch number (B)(4)) was associated with (B)(4). It was reported that the patient reused needles, she used one needle per day. The status of human insulin nph therapy was unknown. The patient operated the device but it was unknown if she was trained. This device model was used for unknown period of time and the reported humapen luxura hd (batch number (B)(4)) was used for approximately two months. The device was not returned. No assessment of relatedness was provided between the reported events and human insulin nph therapy, however, the reporter related the high diabetes, feeling unwell and weight loss to drug dose omission caused by device problem. Update 22dec2016: additional information received on 21dec2016 from the initial reporting consumer was processed within the initial report. Update 23dec2016: no new medically significant information was received from call center on 22dec2016. Added in narrative product complaint number associated with humapen luxura hd. Update 17jan2017 additional information received on 16jan2017 from the global product complaint database added the device specific safety summary and manufactured date of the device; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.